Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this ICD system exhibited high out of range shock impedance measurements. Therefore, the device was explanted. In addition, when the pocket was opened, it was noted that there was calcification. No additional adverse patient effects were reported. This device is not expected to be returned to boston scientific, since it was retained by the explanting hospital.

Event description:
It was reported that this ICD system exhibited high out of range shock impedance measurements. Therefore, the device was explanted. In addition, when the pocket was opened, it was noted that there was calcification. No additional adverse patient effects were reported. This device is not expected to be returned to boston scientific, since it was retained by the explanting hospital.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. At this time, no further information is available. Should additional information become available this report will be updated.